Event description:
Anesthesia tech was setting up blood tubing sets for 2 separate cardiac cases. They noticed that the float ball was sticking in the blood tubing set hand pump, preventing fluid from passing. The blood tubing sets were discarded and replaced without incident before use on the patient. After the tubing sets were discarded, it was realized that the hand pump had been turned around the wrong way when put together by the manufacturer. After the problem was reported all lots were sequestered and a different blood set is in use. A sample was sent to the manufacturer for evaluation.======================manufacturer response for blood tubing set, ICU medical======================sample of possible defective lot number was sent for evaluation lot# 1999897.